Event description:
A hospital reported that an rt225 infant breathing circuit kit was supplied without the connectors normally supplied. No pt consequence was reported.

Manufacturer narrative:
The product referred to in the event description is not sold in the USA, but it is similar to a product which is sold in the USA. Method: the device was not returned to the MFR for inspection. An investigation was carried out based on the event description and previous experience with similar complaints. Results: a lot check revealed no other similar complaints for this lot number. Conclusion: the component was most likely omitted during our packing process. Our records indicate that no other complaints of this nature have been received for this lot number. Our monitoring and trending of missing or wrong components in breathing circuits is worldwide.